Event description:
It was reported that the external pulse generator kept shutting down. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Device keeps shutting off due to the battery contacts being compressed and not inserted properly. Appears the customer replaced the lower case and reused the battery contacts. Upper case is dented and broken. One side bail cover and side bail are missing. Lead flex cover is corroded. Lead flex o-ring is missing. One case screw is incorrect; the customer used a lcd (liquid crystal display) screw as a case screw. Battery drawer is broken. Keyboard is scratched. Serial number label on the device is not the label that is used with a bar code.